Event description:
The dealer reported that the tilt actuator will not stay reclined on the power chair. This issue could prevent a user fro obtaining the needed support in a reclining position which they may need for their condition.